Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly and subsequently shut down. There was no reported impact to customer¿s blood glucose. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.